Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: vivacit-e dm bearing 28x40mm; item: 110031010; lot: 65792608. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent primary surgery, and subsequently fell backward, resulting in an anterior dislocation and requiring revision surgery approximately 2 years, 8 months post primary surgery. Attempts have been made and no further information has been provided.